Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer requested for a review of the all-infusion details report. Upon further follow up customer stated event was user harm. No further information was provided. There was no information on patient involvement.